Event description:
The customer reported receiving sensor error, calibration error, and change sensor alarm. The customer's blood glucose was 109 mg/dl. It was also stated that the sensor cannula is not intact and it fractured in the body. Advised to monitor and send sensor back for analysis. Advised to contact a health care professional about a possible x-ray to see where the cannula is at.

Manufacturer narrative:
One opened and or used sensor was inspected and it was noted the sensor was broken in half. The broken half was still attached to sensor adhesive tape. Customer returned the sensor opened and or used, unable to confirm if the customer received the sensor in said conditions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.